Manufacturer narrative:
The investigation of low pump flow and thrombocytopenia has been completed. The cause of the low pump flow issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the thrombocytopenia issue was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient was implanted with an impella 5.5 and was positive for heparin induced thrombocytopenia. Three days later, some suction alarms were noted and addressed. Care was withdrawn two after the alarms and the patient expired.